Event description:
The patient contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated they could see air in the line and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011 regarding air in the line. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated that when they started therapy the patient line was completely primed, but sometime during fill, the hc kept alarming check heater line and the patient line was filled with air. The patient stated since then they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon completion of due diligence, the companion device was no longer available for evaluation. This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the potential use error in this complaint.